Manufacturer narrative:
The affected primus was tested on site by a (B)(4) service technician according to the manufacturer¿s specification. It passed all test steps without finding. The electronic logfile was downloaded and submitted investigation. The course of events could be reproduced by means of the recorded log entries. The case in question was started at 12:04 using man/spont and continued in pressure mode from 12:10. The ventilation was unremarkable and stable until approx. 12:35. From that time on, the applied tidal volume dropped significantly from 400 ml to 260 ml while pmax (14 hpa) and peep (3 hpa) remained stable. This indicates a change in patient lung condition (e.g. Bronchial spasm), an airway obstruction or an increase of resistance of the used patient filters. The minute volume fell below its lower alarm limit and the primus consequently alarmed for minute volume low. Manual ventilation was obviously possible but the applied tidal volume of 440 ml in connection with an airway pressure of 28hpa also indicates an increased resistance. From 12:48 until the end of the case at 14:55 the patient was manually ventilated as reported. During this stage significant pressure peaks up 74 hpa in airway pressure occurred, while the applied tidal volume as well as the etco2 remained unstable. In addition several alarms, e.g. Pressure high, minute volume low/high, apnea co2, were given. As reported the patient was continuously resuscitated using the lucas CPR. Therefor it couldn¿t be determined if the increase in airway pressure was of physiological origin or caused by the thorax compression executed by the CPR device. The investigation has not revealed a device failure. The primus detected the restricted ventilation and reacted according to implemented safety concept as it posted various visible and audible alarms. On-site investigation.

Event description:
It was reported that approximately 25 minutes after the start of a case the ventilation became more difficult and the patient turned blue. Additional propofol and ultiva was given. Ventilation was continued manually but the patient was still desaturating. Blood pressure dropped and there was a bradycardia. Resuscitation was started. Patient was connected to lucas compression machine and resuscitation continues for approximately 2 hours, before patient is transferred to (B)(6) hospital. The patient was declared dead the same night. The patient was reportedly ventilated in manual function with (B)(4)`s primus infinity both during narcosis and during resuscitation. There was no malfunction of the primus reported.